Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert of backup vvi mode was observed via merlin transmission. The device was reset remotely. The patient condition is stable.